Event description:
Additional information was received which reported that no further troubleshooting was done and ¿only the damaged part of the lead¿ was removed. The patient was without therapy as no implantable neurostimulator had been implanted yet. The patient was reportedly in ¿good condition¿ without problems. The lead replacement was originally planned for (B)(6) 2014, but was later rescheduled for a week later. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure to implant the implantable neurostimulator (ins) two months after the lead was implanted, it was discovered when "capping the lead" that the ¿lead cover¿ was damaged under the connector boot ¿near the lead cap¿. There were no patient symptoms associated with the event. It was unclear if the lead was replaced during this surgical procedure or was going to be replaced at a later date. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received which reported that the patient had effective therapy following the replacement, with no further problems.

Manufacturer narrative:
Concomitant medical products: product ID neu_stimboot_acc, product type: accessory; product ID neu_leadca p_acc, product type: accessory. Analysis of the lead found the proximal end of the lead had been stretched and the outer insulation was partially torn under the #0 connector. The conductors were severely stretched at the proximal and distal ends of the lead, as well as where the lead had been cut through. The #3 conductor was broken at the electrode weld site due to the severe stretching of the conductors. A medial segment of the lead appeared to have been cut out and not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received approximately 3 weeks later which reported that the lead was finally replaced the week prior to the report. Patient outcome was not provided, details pertaining to that were going to be available the following day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.